Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed using intracardiac echo (ice) imaging. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patient was successfully implanted with the 40mm closure device on (B)(6) 2025. The physician noted having trouble waking the patient post procedure, and the stroke team was called. Computed tomography and magnetic resonance imaging (MRI) was performed. The CT was clear, however the MRI showed an air embolism occurred in the brain. It is unknown how the air entered the patient. The patient remained in the hospital and was reported to have died a week post procedure, on (B)(6) 2025. The official cause of death was not provided.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed using intracardiac echo (ice) imaging. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The patient was successfully implanted with the 24mm closure device on (B)(6) 2025. The physician noted having trouble waking the patient post procedure, and the stroke team was called. Computed tomography and magnetic resonance imaging (MRI) was performed. The CT was clear, however the MRI showed an air embolism occurred in the brain. It is unknown how the air entered the patient. The patient remained in the hospital and was reported to have died a week post procedure, on (B)(6) 2025. The official cause of death was not provided.

Manufacturer narrative:
Field action information added. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.